Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was used during a stent placement procedure performed on an unknown date.according to the complainant, two days post procedure, the stent migrated proximally. The patient aspirated the stent, and died.attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.